Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-10431. It was reported that the patient's lead replacement procedure for ineffective stimulation (1627487-2018-09119) was abandoned, due to the physician being unable to place the leads correctly.

Manufacturer narrative:
Updated to reflect additional information received. Should have been included in initial report. Codes have been updated to reflect new coding system. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2018-10431. Related manufacturer reference number:1627487-2020-04286. Related manufacturer reference number:1627487-2020-04287. It was reported that during a lead revision procedure the physician attempted to reposition the leads; however, the physician noted lead migration (related manufacturer reference number:1627487-2020-04291) and lead fracture (related manufacturer reference number:1627487-2018-09119). The physician attempted to place two new leads but was unsuccessful due to patient anatomy. As a result, all implants were removed and the procedure was abandoned.